Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-10130. It was reported the patient was not receiving effective pain relief from the scs system. An x-ray was taken which showed the implanted leads had migrated. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number 1627487-2018-10130.

Manufacturer narrative:
(B)(4).

Event description:
Reference manufacturer report number 1627487-2018-10130. Additional information received stated that the leads were explanted and replaced with one lead on (B)(6) 2019. Effective therapy was restored postoperatively.